Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse confirmed the customer reported error via the instrument error log. Fse inspected the needle and no anomalies were found. Then the fse proceeded to run two full racks and the run went to completion without any z1 axis errors. Instrument is performing as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were three (3) similar complaints including this one identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6 troubleshooting, states the following: error: 710 z1-axis error. Explanation: operation error in z1-axis. Counter measure: inspect z1-axis. Execute smp.reset. The most probable cause of the reported issue is unknown and could not be duplicated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving 710 z1-axis errors on their g8 instrument. Customer also indicated that the error started to occur after they replaced the sample needle and the sample needle is bent. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.